Manufacturer narrative:
The failure described by the customer could be reproduced at maquet by rough handling. A supplier complaint revealed a problem with the offset of the plastic socket. It may be possible that in some cases the plastic socket is not pressed deep enough into the housing so that both pins secure the plastic socket in the housing. Further tests by the supplier showed that even when just one pin is fixed the connection meets its specification. In the described case the user also stated he might have kicked or stepped on the cable/ plug during surgery/ usage of the table. This is when the connection may have been damaged/ pre-damaged and the failure could occur. In the instructions for use the connection to the mains supply and the detachment of the mains cable is described. For detaching it is stated - "detach the plug at the main socket. Detach the mains cable from the mobile operating table." This means the customer first has to disconnect the cable from the mains socket- from the wall and then pull the plug out of the table. Just a combination of not correct assembled cold device plug, rough handling and not following the IFU can lead to the described failure. Follow-up- an electric shock may occur if the user does not observe the IFU. In case of an already damaged power socket the use of the device is prohibited. At maquet the stock was checked no incorrectly plug assembles were found. At the supplier an additional testing step was implemented to check that the plastic socket is pressed deep enough into the housing so that both pins secure the plastic socket in the housing. Getinge-maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the user received an electric shock when he pulled the charging cable out of the main connection on the table. The cold device plug of the main connection on the table came loose and was pulled out of the anchorage, revealing loose cables. The user was not injured. (B)(4).